Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2012; 4024-58, implanted: (B)(6) 1998; intermedics lead, implanted: (B)(6) 1994. (B)(4).

Event description:
It was reported that the patient's right atrial (ra) and right ventricular (rv) leads were removed after about 2.5 years due to a silicone allergy. Two abandoned leads were connected and are being reused. No patient complications have been reported as a result of this event.